Event description:
Report received from the USA regarding an motor device in which it was discovered that the motor device was " not working". It was unknown to the reporter if the device was in surgery. It was unknown to the reporter if injuries or medical intervention were reported. The event date was unknown to the reporter. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).